Manufacturer narrative:
510k: this report is for an unknown screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: on (B)(6) 2021 the patient underwent a posterior cervical fusion (mountaineer system) at c7 without any issue. On (B)(6) 2021 the patient suffered from paralysis. It was found that the screw which was deployed at c7 had come off. The patient will underwent revision surgery on (B)(6) 2021. No further information is available. This report is for one (1) unknown screws. This is report 1 of 1 for (B)(4).